Event description:
Medtronic received information regarding a ventriculoperitoneal shunt (VP). It was reported that the patient had hydrocephalus, and they had issue with the shunt back in 2018. It was stated that the catheter fell into the patient's stomach. It was noted that the patient was implanted when they were 5 years old. It was also indicated that the patient had an issue with the VP shunt most recently in (b)(6)2026. Additional information received reported that the patient had a VP shunt with a distal catheter attached to it that was malfunctioning and it was "a straight up nightmare" and that "everything was damaged". They said that everything the patient had was damaged. The patient had an appointment (b)(6) 2026 with their neurosurgeon about setting an appointment to do testing to see if they are going to remove the catheter or let it remain. It was stated that per the X-ray, there was limitedly visualized VP shunt catheter with discontinuity at the upper abdominal level with distal component coiling in the pelvis. It was also noted that the patient was seen in the clinic due functional limitations of strength, balance, and pain leading to the doctor prescribing physical therapy for the functional limitations as well as a home exercise program including the following exercises: bridges, sit to stand, and educated on importance of changing positions throughout the day and incorporating movement. In the past surgical history of the medical records provided, it was indicated that a shunt revision was performed on an unknown date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.